Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that prior to a normal generator change out procedure, high pacing lead impedance, high capture threshold, and oversensed noise were noted on the atrial lead. The lead was capped and replaced on (B)(6) 2019. The patient was discharged from the hospital after the procedure.